Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high impedance and high threshold with no capture after being placed in several locations within the ventricle. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.